Event description:
Dealer states the end user was in a mall and something got caught and it started to flash 5 times. Dealer states they replaced the motor with a used motor and it's still getting the same issue.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.